Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: physical damage to lcd screen. Complaint was confirmed. The underlying cause is determined to be physical damage.

Event description:
Product was returned for evaluation. The return fields in oracle state: physical damage to lcd screen. Dealer advised one side of the joystick screen is white and the other side is black. Dealer advised chair drives fine.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised one side of the joystick screen is white and the other side is black. Dealer advised chair drives fine.